Event description:
Additional information from the manufacturing representative (rep) indicated that the device was discarded per hospital standards and guidelines. It will not be returned. Information has been confirmed and provided by physician.

Manufacturer narrative:
Continuation of d10: product ID 7489000103 lot# serial# (B)(6) implanted: (B)(6) 2006. Explanted: (B)(6) 2024. Product type extension product ID 748951 lot# serial# (B)(6) implanted: (B)(6) 2006. Explanted: (B)(6) 2024. Product type extension product ID 3487a-33 lot# j0519625v serial# implanted: (B)(6) 2006 explanted: (B)(6) 2024. Product type lead product ID 3487a-33 lot# j0555176v serial# implanted: (B)(6) 2006 explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was explanted due to infection. Date of explant was 2024-jul-03.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 7489000103 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2006; explant date (B)(6) 2024 brand name ; product ID 748951 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2006; explant date (B)(6) 2024 brand name pisces-quad; product ID 3487a-33 (lot: j0519625v); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2024 brand name pisces-quad; product ID 3487a-33 (lot: j0555176v); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.